Manufacturer narrative:
One cardiomems power supply and power cord were received for evaluation. During the investigation, visual inspection revealed that the power supply had electrical tape covering the cord closest to the power supply box. The tape was removed and a frayed cord with exposed wires was observed. It was also observed that the power supply clip was not properly attached to the power cord and power supply. A known good power supply was connected to the returned power cord, and the golden unit was successfully powered on using these power accessories. No loss or interrupted power was observed. The reported event was due to a frayed power supply cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires on the power supply cable. The power supply cable was replaced and there were no adverse consequences reported by the patient.